Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas user experienced persistent hyperglycemia above 300 mg/dl for about a week after a back injury and self-administered extra meal announcements in an attempt to correct glucose, with no infusion set issues reported and no alarms noted. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for user counseling regarding avoiding extra meal announcements and advisement to contact the healthcare provider for management. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed user technique contributing to elevated glucose due to use of meal announcements as correction despite the system algorithm, with no evidence of device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that user technique and therapy management contributed to the event.